Manufacturer narrative:
Manufacturer's investigation conclusion: cosmetic driveline damage could not be confirmed through this evaluation as the reported damage was not depicted in the submitted photographs. The account communicated that the patient had a tear in his driveline and the vad coordinator had covered the patient¿s driveline in silicone tape on (B)(6) 2019. White tape was wrapped around the distal end of the driveline, adjacent to the metal connector. The tape can be seen coming loose in the submitted photo and the patient had not taken a shower for a while as he was worried that water would get inside the driveline. A subsequent cosmetic driveline repair was performed on (B)(6) 2019 which consisted of re-wrapping the external portion of the driveline in white tape. Although the submitted photographs showed the cosmetic driveline repairs, they did not depict the reported damage. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). No product is available for investigation. No further complaints have been reported at this time. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. No atypical alarms or events were captured. The pump maintained a speed above the low speed limit throughout the log file and appeared to be functioning as intended with stable parameters. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial cosmetic driveline repair with a silicone tape was performed on (B)(6) 2018 under MFR #2916596-2018-04789. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the silicone tape was applied by the vad coordinator, but it was not sealed properly. The patient was worried about the driveline and did not take a shower until cosmetic repair was performed by an abbott clinical specialist.